Event description:
A health professional reported that a xia 3 rod was observed to have fractured approximately 3 years and 8 months post-operatively. It was further reported that the event resulted in hospitalization or its extension. Revision surgery has not taken place nor been scheduled and the patient reported not experiencing any pain.